Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedances measuring greater than 125 ohms on a non-(B)(6) right ventricular (rv) lead. Technical services was consulted and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).